Event description:
Pt had insertion of permanent pacemaker 9/23/97 due to cardiac arrhythmia. Noted to have temp 102.8 2 days prior to procedure. Approx 1 week later, developed sign of infection at pacemaker pocket site and treated with oral antibiotics and seemed to improve. Readmitted to hosp 10/28/97 with temp 103.4. Suspected infected pacemaker pocket. On 10/29/97, underwent removal of pacemaker & lead. Dissection down to the pocket did reveal purulent material. Packed with ionoform gauze. Reinsertion of pacemaker 10/31/97 on opposite side. Discharged 11/3/97 afebrille and improved. Oral antibiotics at discharge.